Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module/us probe cut. Based on the result, we concluded that it was caused due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed that the objective lens broken, the lcb distal cover glass broken, the us connector cable (long) buckled, the distal end with ccd module/us probe cracked, the objective lens cracked, the lcb distal cover glass cracked, the lg prong corroded, the lg prong top corroded, the root brace rubber (insertion flexible tube) cut, the us connector cable (long) cut, and the bending rubber gluing discolored; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(blackout).